Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to high, out of range impedance measurements and no capture. The lead was also tested with the pacing system analyzer and also by changing configurations, and impedances were still out of range. The physician will implant an epicardial lead in the future. No adverse patient effects were reported.